Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical request indicated that the customer experienced high blood glucose level. The customer's blood glucose levels were 378 mg/dl. The customer also experienced nausea. The mother of the customer reattached the infusion set and the blood glucose came down. The insulin pump will not be returned for analysis.